Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the down occlusion alarm not working. The strain beam was out of specification and the mechanism seal was misaligned, causing the issue. The pump was repaired and returned to the complainant.

Event description:
The initial reporter stated that the pump failed the down occlusion alarm test. The initial reporter stated that this occurred during testing and therefore, there was no impact to a patient. [(B)(4)].